Event description:
Safe sheath-worley-std, model csgworley 109m, lot # s15768, 9f 40cm was used to place lv lead -coronary sinus- during biv ICD implant. Product distributed by pressure products. The coronary sinus sheath was used to cannulate the coronary sinus. When the wire was removed from the worley sheath, the tip fractured and remained in the heart. Ending up in the pulmonary vasculature. Dates of use: 2008. Diagnosis or reason for use: implant of coronary sinus lead for biv ICD. Event abated after use stopped or dose reduced: no.